Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 at 01:25pm, she obtained a result of "198mg/dl" on the subject meter. The patient manages her diabetes by self-adjusting his insulin doses and did not specify making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that at 10 minutes after obtaining the alleged inaccurate result, she developed a symptom of "sweating." The patient reported that at 01:50pm on (B)(6) 2017 she visited an emergency room (ER) where she received treatment with a glucagon injection and that at 01:55pm she had her blood glucose measured on an ER meter, which gave a result of "60mg/dl", which made the patient feel the result of "198mg/dl" obtained on the subject device was inaccurately high. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter's reading is erroneous as the comparison is not made to a calibrated reference method. During troubleshooting, the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing procedure and the test strips had not expired or been stored incorrectly. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs's criteria for a serious injury reportable adverse event after the alleged product issue began.